Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-sep-2023. H6: investigation summary six hundred and eleven syringes sealed in blister packages from batch 3152281 were provided to our quality team for investigation. A visual inspection was performed. Each sample was observed to have no perforations present between the syringe packages which was non-conforming per product specification. Potential root cause for the uncut packages defect is related to the packaging process. It is likely the lever that controls the airflow to the slitter station was inadvertently hit to the ¿off¿ position for a short amount of time. The lever that controls the air flow to the slitter station was relocated to a more ergonomically friendly location on the machine that works to mitigate the risk for accidental activation. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported 2 cses of bd luer-lok¿ syringe's have poor perforation on packaging. The following was received by the initial reporter: 10cc syringes in 5 packs came without perforations in the pack so that the syringes cannot be separated for use. The clinical team said that they tried to use the syringes but opening one caused ripping in the neighboring syringe. Package. When the storeroom looked, they have about 2 cases where the product is not perforated, all the same lot number.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 cses of bd luer-lok¿ syringe's have poor perforation on packaging. The following was received by the initial reporter: 10cc syringes in 5 packs came without perforations in the pack so that the syringes cannot be separated for use. The clinical team said that they tried to use the syringes but opening one caused ripping in the neighboring syringe. Package. When the storeroom looked, they have about 2 cases where the product is not perforated, all the same lot number.